Manufacturer narrative:
The initial MDR 2247117-2020-00006 was filed on 5-feb-2020. Additional information (13-apr-2020): siemens headquarters support center (hsc) reviewed the information provided by the customer. Hsc found that the immulite 2000 hcg assay is sensitive to water quality and the 5ul sample volume with a low count per second (cps) at low dose samples make this assay sensitive to sample pipetting issues. The initial issue was reported as high discordant hcg result. System verification indicates acceptable performance after the service visit. No other issues have been reported by the customer post the service visit and the service actions performed resolved the reported issue. The instrument is performing within specification. No further evaluation of the device is required. Section(s) h6 and h10 were updated to reflect the additional information. MDR 2432235-2020-00003-s1 and MDR 2432235-2020-00004-s1 were filed for the same event.

Manufacturer narrative:
The customer contacted siemens customer care center. A customer service engineer (cse) was dispatched to the customer site. The cse changed the instrument fluid containers and ran a system decontamination. The cse checked the wash station and found the count per second (cps) to be correct. The cse confirmed that preventive maintenance was up to date for the instrument. Siemens headquarters support center (hsc) reviewed the information provided by the customer, and instructed the cse to review the reagent and sample x and z pipette positions, review the dual resolution diluter (drd) positions, and to properly clean the water and probe wash bottles. The cse performed the recommended actions. The cause for the discordant falsely elevated hcg sample results is unknown. Siemens is investigating the issue. MDR 2432235-2020-00003 and MDR 2432235-2020-00004 were previously filed for falsely elevated hcg events from the same instrument at the same customer site.

Event description:
Discordant human chorionic gonadotropin (hcg) results were obtained using immulite 2000 instrument. It is not known which results were considered correct and reported to the physician(s). The initial results were elevated and the repeat results using the same immulite 2000 instrument were found lower. There are no known reports of patient intervention or adverse health consequences due to the discordant hcg results.